Event description:
Patient presented to the clinic for wound check; an increase in threshold was observed. It was discovered that the lead had perforated. The physician performed pericardial window and removed the lead. It was noted that the patient had anterior septal myocardial infarction and compromised myocardial tissue. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.